Event description:
The pt experienced a shocking/jolting sensation following a cat scan that was performed 10 days ago. She felt "electrocuted in the buttocks" at which time the scan was stopped. When it was re-started, she felt the shocking sensation again. She visited her physician after the event and the device was reprogrammed. The device was currently on and the pt felt no shocking. It was noted that she may have the device removed because it only helped "somewhat" and it was "too big" and it "hurts". She had an appointment to f/u with her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).